Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. After the evaluation was noticed that theitem received is different from the item reported on guarantee form bythe complainant. Therefore, the lot number was not considered.considering the surgical methodology, it was seen that the dentist hasselected an implant design which is not recommended for the patient'sbone quality.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in intraoral region 19#, its non-osseointegration was observed. The patient presented bone type IV.